Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. Transmitter battery was found to be defective. A corrective and preventive action (CAPA) was opened by senseonics which investigated the issue and the root cause was identified to be a deficiency in manufacturing process. User was authorized a transmitter replacement. As part of the corrective action plan, the quarantined transmitters identified in containment step of corrective and preventative action (CAPA) will undergo additional testing and classification based on battery lots used in the transmitters, to determine which of those transmitters can be released to the field.

Event description:
Senseonics was made aware of an instance where patient reported that the transmitter exploded and was broken into two pieces.